Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far-field oversensing on the right atrial (ra) channel, resulting in a mode switch with atrial pacing, ventricular pacing and smoothing down to the atrial tachy response (atr) lower rate limit (lrl). The patient reported a fast heartrate when bending over. Technical services (ts) was contacted, and ts discussed programming options. No adverse patient effects were reported.